Manufacturer narrative:
The device was returned for evaluation. Visual inspection of the device found the helix to be within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
During an initial implant procedure, while attempting to place the right ventricular (rv) leadless pacemaker, a pericardial effusion resulting in a tamponade was observed. The implant was stopped and a puncture, blood transfusions and medication were attempted, however, the patient passed away.